Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed high resistance/impedance. Two patient alerts for out of tolerance subthreshold lead impedance occurred on (B)(6) 2009 and (B)(6) 2010. Analysis also noted varying resistance / impedance. Weekly pace lead impedance trend data shows varying max a pace of 584 to 1520 ohms peak between (B)(6) 2009 and (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was fluctuating and high impedance on the atrial lead. The lead is still in use. No patient complications have been reported as a result of this event.